Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had symptoms related to low blood pressure and there was a 3.6 second pause on the event monitor. The device remains in place. No further patient complications have been reported as a result of this event.